Event description:
It was reported that during an unknown procedure, during the use of our device, the upper part of the I-blade went forty-five degrees upward. As a result, it could not be used properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition the upper jaw was detached and returned. The device was connected to the generator and it was recognized. Because of the device damage, not all functional testing could be performed with the generator. In addition no pieces were found missing under microscope inspection. A probable cause of the damage to the device could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.